Event description:
The account alleged the head section will continue to raise after letting off the head up function key. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.